Event description:
After 37+ months of implantation, this ICD was explanted and returned because it was reported that the device was at eol (end of life). Note: this device was on the alto recall list which included a limited number of alto ICD's concerning premature battery depletion.